Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25mm amplatzer amulet occluder was successfully implanted in a patient. On 01 july 2024, the patient visited for a routine 3 month follow up. A transesophageal echocardiogram was performed and revealed a thrombus on the atrial aspect of the occluder. The decision was made to place the patient back on eliquis

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. Information from the field indicated that the patient does not receive any treatment (medications) that could contribute to thrombus formation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, the imaging provided by the account were further reviewed by an abbott staff. Images reveal that the device was repositioned one time. A disc optimization was performed to get the disc on the pv ridge. After release from the cable, the disc fell down underneath the ridge. The disc being under the pulmonary vein ridge can result in a higher risk of device related thrombus (drt). Procedural images also demonstrated some ¿smoke¿ in the left atrium. This indicates some slower flow conditions in the atrium which can also influence drt. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no allegation of malfunction against the abbott device or procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was administered heparin for procedure and the patient's minimum and maximum activated clotting time (act) level was 359 seconds. The patient was placed on acetylsalicylic acid and plavix after the implant procedure and the patient was taking it as prescribed. The thrombus was noted as sessile and attached to the center of the 25mm amplatzer amulet occluder disc, with preference to lambic side. The patient's plavix was stopped after thrombus was noted and eliquis was restarted. The patient does not have any hematologic disorders or systemic illness that could contribute to a hypercoagulability. The patient does not receive any treatment (medications) that could contribute to thrombus formation. There was no initial or prolonged hospitalization due to the thrombus event. The cause of thrombus formation is attributed to uneven endothelialization of the occluder. There is no allegation of malfunction against the abbott device or procedure.

Manufacturer narrative:
An event of thrombus was reported. It was indicated that the patient does not receive any treatment (medications) that could contribute to thrombus formation. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, the imaging provided by the account were further reviewed by an abbott staff. Images reveal that the device was repositioned one time. A disc optimization was performed to get the disc on the pv ridge. After release from the cable, the disc fell down underneath the ridge. The disc being under the pulmonary vein ridge can result in a higher risk of device related thrombus (drt). Procedural images also demonstrated some ¿smoke¿ in the left atrium. This indicates some slower flow conditions in the atrium which can also influence drt. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no allegation of malfunction against the abbott device or procedure. The reported unexpected medical intervention and hospitalization (or) prolonged hospitalization was a result of case-specific circumstances where medication was provided. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: crd_964 - catalyst ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that on 14 march 2025, the patient returned for a 12 month follow up. It was noted during the visit via transesophageal echocardiogram, that the patient had a thrombus attached the to 5mm amplatzer amulet occluder and another at the interatrial septum. The decision was made to admit the patient for a thrombectomy. The thrombus was successfully removed and the patient was monitored for a few days. The patient was discharged home with instructions to begin plavix, eliquis, and aspirin.